Event description:
It was reported that during the implant procedure, the atrial lead was placed in the atrium, but then the helix was unable to retract. It also became impossible to insert a stylet. The lead was cut to insert a stylet. It was noted that the lead position had dropped into the tricuspid valve and was possibly stuck within the valve. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed, and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. The distal conductor of the lead was extrinsically over-rotated, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant and stretching. Visual summary analysis of the lead was performed. (B)(4).